Manufacturer narrative:
We have received the complaint device for evaluation. We observed coagulated blood on the retainer and on its housing. When we attempted to close the blades into its retainer, all of the blades closed properly. However, the gap between the tip of the sheath and the bottom of the retainer was observed to be higher than our specification limit. We then cleaned the retainer slot, blades of the valvulotome and flushed the irrigation port. When we attempted to close the blades into its retainer by pulling the green handle while holding the sheath in a straight configuration, all of the blades closed properly into its retainer and met the gap specification. However, when we repeated this process multiple times, it intermittently failed its spec by 1 mm. When we coiled the sheath of the valvulotome and attempted to close the blades into its retainer, we observed that all of the blades inserted into its retainer slot properly. However, it constantly failed the gap specification by 1-2 mm when we repeated the process. Device was checked by the surgeon before the procedure and was found to be operating properly. Based on our evaluation, it is possible that this device was used by the surgeon in a coiled configuration and the valvulotome was not flushed prior to use. Our IFU properly warns its users not to open or close the lemaitre valvulotome while in a coiled configuration. Likewise, the IFU also instructs users to store the device in an open position in a basin of heparinized saline prior to reintroduction to prevent any blood coagulation inside the valvulotome. We have requested for additional information from the operating surgeon. However, we have not received any response back. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no injury to the patient as the result of the incident nor was there any intervention to prevent any injury from occurring.

Event description:
During valvulotomy, while cutting the valve of great saphenous vein (gsv) using hydro lemaitre valvulotome, surgeon experienced the device to be different than other hydro valvulotome he had previously used. So, he replaced this valvulotome with another hydro lemaitre valvulotome. There was no injury to the patient as the result of this incideint.